Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that the reporter heard the patient saying that their ¿device had quit working a few years ago.¿ no further information was provided. Additional information has been requested, but was not available as of the date of this report.